Event description:
It was reported that a patient presented in-clinic with over-sensing of noise noted on the patient's right ventricular lead. The lead was capped and explanted on (B)(6) 2023. The patient was stable throughout.